Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Evaluation observed and tested the pump for the flow rate accuracy testing as per swi 105-005, at the rate of 125ml/hr and the vtbi was 125ml, and the resulted volume was 126.772ml, and the error percentage rate was +1.4176% which was within the +/-5% specification range.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which experienced an over infusion during testing. The problem was found at the biomedical service department. There was no patient involvement. No additional information is available.